Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that as-ifs1, airseal ifs, 120v, was being used on an unknown date during a robot-assisted hysterectomy procedure when it was reported ¿patients using air seal may develop subcutaneous emphysema.¿. Further assessment questioning found that ¿we will treat these events as new cases and report them to the authorities. Because we cannot clarify that these cases are the same event as previously reported.¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that as-ifs1, airseal ifs, 120v, was being used on an unknown date during a robot-assisted hysterectomy procedure when it was reported ¿patients using air seal may develop subcutaneous emphysema.¿. Further assessment questioning found that ¿we will treat these events as new cases and report them to the authorities. Because we cannot clarify that these cases are the same event as previously reported.¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining subcutaneous emphysema.